Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2006, due to dislocation. The acetabular component and modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04425/04426).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04425/04426 & 2014-02687)

Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision on (B)(6), 2005 due to infection. All components were removed and replaced with cement spacers. It was further reported patient was revised on (B)(6), 2006 due to dislocation. The acetabular component and modular head were removed and replaced.